Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance in obtaining clinical audit logs from the central station following a patient death. The customer wanted to determine whether the device alarmed appropriately. The customer indicated the patient had aspirated at some point, which led to death. A log review was performed by the customer, revealing the alarms were generated as expected. There were multiple alarms which were latched but not acknowledged, which masked lower-level alarms. The log review provided answers to the customer request. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips product support engineers (pse) reviewed the logs and determined that they reflect that the alarms for the bed in question during the time period of interest were noted. A philips clinical applications specialist (cas) went on site confirmed that the unit is working as expected, the clinical audit logs were attached, and alarms were present as expected with latched and non-latched alarms. Based on this information, there was no malfunction of the device. In addition, there was no allegation the device caused or contributed to the death. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.